Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted during an endovascular procedure for the treatment of a 92mm abdominal aortic aneurysm. It was reported during a follow-up on an unknown date the aneurysm appeared to be enlarged. The patient fell and the abdominal aortic aneurysm ruptured on an unknown date, the physician performed a laparotomy. The aaa was suctioned and then sutured on an unknown date. The patient was then continuously followed-up and a follow-up CT confirmed there was aneurysm enlargement but there was no significant leak noted. As per the physician the cause of the event cannot be determined.  No additional clinical sequelae was provided and the patient will be monitored.